Manufacturer narrative:
Findings: unit passed basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window. Unit received with stripped battery cap coin slot (p).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated she was in the pool and button were ramping up on the screen. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the button stopped responding the numbers started ramping trying to give bolus. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer also reported via phone call that the insulin pump alarm battery out limit. Customer's blood glucose was unknown mg/dl. The customer was advised to monitor the insulin pump.